Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the colon during a colonoscopy with dilatation procedure for treatment of stricture performed on (B)(6) 2025. During procedure, the balloon burst when filled with 15 mm of inflation medium. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.